Manufacturer narrative:
The allegation that the instrument moved non-intuitively could not be confirmed. No conclusion can be drawn regarding whether user error, system malfunction or instrument malfunction may have contributed to the event. The hospital did not return the instrument until the instrument and system associated with this complaint had been used in 3 additional surgeries. Inspection of the returned instrument revealed damage at the proximal clevis/instrument shaft interface. The clevis damage interferes with instrument function and precludes further evaluation of whether a user error, system malfunction or instrument malfunction contributed to the event. Isi has concluded that the instrument damage could not have been present and its current presence is unrelated to the alleged event. Isi cannot determine if the instrument damage occurred during handling at the hospital or during shipping.

Event description:
It was reported that the permanent cautery hook instrument moved in a non-intuitive manner. It has been alleged that the non-intuitive instrument movement caused patient bleeding. The surgeon chose to continue the case with the same permanent cautery hook instrument. It is not believed that the instrument was energized when the non-intuitive movement occurred. The alleged non-intuitive movement of the instruments was experienced 2-3 minutes into the procedure. No permanent injury was reported. The patient was reported as being "o.k." And the surgeon chose to continue using the same instrument during the surgery.